Event description:
It was reported that during a c-section surgery, the sound of an explosion from the cable m2k07 was heard, the cable raised smoke and was cut. The surgery was delayed 10 minutes. They replaced the megasoft pad to a sticky pad. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: was there a combustion or flammable material? Was there a flame, flash, fire, sparking, and/or arcing? Answer= there was a combustion of the cable that included flash, fire and sparking. The staff quickly removed flammable materials from the area before the flame could catch the sheets and cover that were set on the or bed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2022. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the m2k07 cable was received with the connector detached from the cable, charred and melted in the damaged area was noted. In addition, a second damaged cable insulation was observed. No functional test could be performed due to the cable condition. Possible causes that may have contributed to the cable damage are handling the pad from the cable, exposing the cable to a sharp object or being run over, or becoming entangled in cartwheels. It is probable that the cable was damaged such that one, or both, of the wires, were either partially damaged/exposed or completely broken but still touching each other (this would allow the cqm system to still get an acceptable resistance measurement and allow activation of the active electrode). Then when the high voltage of the active electrode hit that damaged spot in the wire it caused a spark that melted the insulation on both of the wires in the cable and allowed them to short together. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Photo analysis: this is an analysis of an image submitted for evaluation. Image: the image provided by the customer shows an m2k07 cable broken in two pieces with evidence of a scorch. No conclusion could be reached as to how this issue occurred through photo analysis.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2022.